Event description:
It was reported to manufacturer that the hand held was no longer working and that it would not longer hold a charge. The reporter indicated that the power cord was working fine. The hand held has been returned to manufacturer and pending the analysis findings.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.